Event description:
Phototherapy light was set at required 16" above pt by nurse. Nurse left bedside momentarily and light dropped approx. 12" down to within 4" from the pt, resulting in minor skin burn. The pt was treated with dermaid and no adverse effects were reported. The reason for the lamp being in that position could not be determined. It is possible that it may have been bumped accidentally by a caregiver.